Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the up arrow button. The damaged keypad will allow contamination to permeate the button contacts negatively impacting button function; the damaged keypad should be obvious and detectable to the user and should alert the user to discontinue use of the device. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Event description:
The patient reported that the up arrow keypad button is unresponsive. He stated that he wears the pump attached to his belt with a pump skin, and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.